Event description:
It was reported that the demo unit currently with technician. This was not a customer concern. This occurred at an educational event. When they tried to fill the reservoir it would not register that any water was present and kept alarming saying water reservoir was empty. Per wo update on 08mar2023, demo unit currently with technician and it was not used on a patient. Per follow up information in wo updated on 12jun2023, the event allege deficiencies related to performance of device. The parts/components were not replaced.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. As the reported issue was unconfirmed and not a manufacturing or supplier related failure, a device history record review was not required. As the reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the demo unit currently with technician. This was not a customer concern. This occurred at an educational event. When they tried to fill the reservoir it would not register that any water was present and kept alarming saying water reservoir was empty. Per wo update on 08-mar-2023, demo unit currently with technician and it was not used on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.